Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition. Subsequently this lead was successfully explanted and replaced. No additional adverse patient effects were reported.